Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported the patients personal diabetes manager (pdm) would not turn on while attempting to perform a bolus. The patient had lost consciousness. Once at the hospital the patient was given a dextrose drip, saline and an insulin drip. The patient was released from the hospital after 1 month. It should be noted the patient had a triple bypass while in the hospital for this event.